Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the rep reported that it was currently unknown when the second lead and the rest of the system would be implanted. The hcp reported that as of (B)(6) 2017, the patient was still in the ICU since the stage I surgery. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a manufacturing representative about a patient with a lead implanted for unknown indications for use. It was reported that the patient was having a bilateral stage 1 implant procedure. The left lead was implanted, and the right lead was opened but not implanted. The patient started seizing. They were taken for a CT, and it looked okay. The manufacturing representative did not know if/when the patient will have the other lead implanted. No further complications were reported or anticipated.